Manufacturer narrative:
Submit date: 07/22/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump set. The customer states that the set disconnected.

Manufacturer narrative:
A device history record (DHR) was not performed; no lot number was provided or available. No sample or picture was provided for evaluation; however testing was performed at the site. Because a sample was not returned, a definitive root cause could not be identified. A possible root cause could be stretching the peristaltic tubing before usage, incorrect placement in the pump causing additional stress to the tubing and detachment, the female connector is not correctly adjusted to the transition connector and the transition connector is not placed correctly to the g-tube or other tube that could go directly to the patient. There are no corrective actions which will apply since the failure mode has not been confirmed to be a manufacturing related issue with samples received from previous investigations. This complaint will be used for tracking and trending purposes.